Event description:
Customer reported that couch, collimator, and gantry angle became reversed on one field out of seven. No mistreatment occurred and no pt was involved. This is being reported because co cannot rule out that this condition will likely lead to serious injury.